Event description:
Patient reported right side rupture. Healthcare professional reported no complaint against the device (confirming rupture was not found on the right side device). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, g2, h6

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.